Event description:
The customer returned the ultrasound gastrovideoscope to the service center for evaluation related to a separate issue. During inspection of the device, it was noted that the device had adhesive wear around light guide lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the adhesive wear around light guide lens cause due to cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.